Manufacturer narrative:
The subject device has not yet been received for evaluation. The olympus customer representative created and provided the return material authorization (RMA) for the return of the device however, to date none has returned. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the fiber caught fire during a therapeutic procedure. The customer was able to put the fire out with their finger. The customer reported that the fire/flame was right at the connector of the fiber plugged in the laser. No patient harm, no user harm reported due to the event. The issue occurred at the beginning of the procedure. The intended procedure was completed with a new fiber.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was received in a sealed, post-market pouch. There is evidence of burning / charring at the proximal handle connector. The handle of the connector end has burnt off completely from the rest of the fiber body. The distal end is intact and appears unused. The only visual defect along the length of the fiber jacket is the burnt end which has slight signs of melting. The majority of the burning appears to have taken place at the connector end of the separation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause for this failure is due to mis-handling of the laser fiber resulting in the fiber breaking and energy being released, igniting the fiber coating. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.